Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7¿1 had a defective drawer board, which prevented the machine from powering up. A field service engineer (fse) replaced the defective drawer board and verified reconfiguration of the system to resolve the issue. The device was tested good in hardware test application (hta) and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary station was not turning on and was offline in remote smart service (rss). However, there were no delay or adverse events or injuries reported based on this event.